Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Post-deployment, a intraoperative type I endoleak was identified. The physician elected to treat this with the implant of a palmaz (non-endologix); however, one was not available at the hospital. The patient went to recovery and was brought back to the operating room the next morning. A palmaz (non-endologix) stent was placed at the polymer rings, but it was slightly higher than the physician wanted. The type I endoleak did not resolve. The palmaz (non-endologix) stent one more time with a coda (non-endologix) balloon. During the ballooning the stent ruptured the aorta, and the physician attempted to tamponade the aorta with the coda (non-endologix) balloon. The coda (non-endologix) balloon ruptured. The physician then opened the patient to try and gain control of the bleed but was unsuccessful. The patient did not make it through the procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient's body. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remained implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak, aortic neck rupture at the mid crown and resultant death events are confirmed. This is consistent with the reported adverse event/incident. The procedure related harms identified were an additional endovascular procedure, cardiac arrest and abnormal blood loss. The patient death was determined to be procedure and user related. The most likely causation for the type ia endoleak is anatomy related. The calcium, thrombus and angulation most likely contributed to the type ia endoleak. The calcifications and thrombus in the aortic neck is a cautionary product use condition. There was also significant infrarenal and juxtarenal angles. The neck rupture is most likely user and anatomy related as the neck rupture occurred after the palmaz was implanted and the neck was ballooned again (user/anatomy related). Ballooning against the thickened calcifications most likely caused the neck rupture (user related). The final patient status is the patient passed away on (B)(6) 2022 at 11:03am during the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.